Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error with the adc device. The customer subsequently experiencing hypoglycemia with a glucose result of 38 mg/dl from unspecified device, and indicated that third-party treatment was required. However, no further information is available as attempts to contact customer have thus-far been unsuccessful. There was no report of death or permanent injury associated with this event.